Manufacturer narrative:
Based on the provided information and test performed at the site on the system there is no indication of a malfunction of the mr system or coil used, that contributed to the incident. Due to the nature of the injuries it is suspected that foreign objects were present within the clothing of the patient, but this could not be confirmed. No definite explanation for the spots observed on the abdomen and lower back could be established. Following factors were observed that are expected to have contributed to the severity of the injury: the nurse call was not working at the time of the incident; 5 scans were performed using high sar. (B)(4).

Event description:
Philips received a report from a customer that a patient sustained a 3rd degree heating incident on the abdomen and lower back. The patient had just before undergone a spine examination with the sense spine coil.